Event description:
The sister of a (B)(6) female patient called zoll customer support to report that the patient was receiving repeated service code 204 - belt monitor unusable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) was confirmed. Upon evaluation the electrode belt sn (B)(4) failed a current, fall-off and te recognition test. The cause for the test failure was isolated to corrosion found on u1, v3, c4, q1, r12, r8, r6, and l1 and ECG 'b.' The root cause for the corrosion could not be positively identified but was likely the result of contamination. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.